Event description:
From staff: mild edema noted in left anterior shoulder/chest on left upper extremity with PICC that had tpn infusing. Md at bedside, examined infant. Orders received to remove PICC.